Event description:
It was reported in a literature article titled "efficacy and comfort following the implantation of extended depth of focus, multifocal, and monofocal intraocular lenses in cataract patients" that a prospective study was done to compare the vision, comfortable near distance (cnd) and visual comfort in patients who underwent implantation of edof, multi, and monofocal (mono) iols. A total of 100 eyes underwent cataract surgery and were implanted with either the tecnis® symfony, zxr00v (n=33 eyes; edof group) (johnson & johnson surgical vision inc.), the tecnis® zmb00 iol(miol) (n=34; eyes; multifocal group) (johnson & johnson surgical vision inc.), or the tecnis® zcb00 iol (n=33 eyes; monofocal group) (johnson & johnson vision inc.). At 3 months post-op, comparison of letter clarity between cnd and standard near distance were assessed in which blurrier and harder visual experience were reported by 4 patients in the edof group, 1 patient in the multifocal group, and 6 patients in the monofocal group while unchanged visual experience were reported by 13 patients in the edof group, 14 patients in the multifocal group, and 10 patients in the monofocal group. The level of recipient¿s visual health and comfort (vico) at cnd were assessed in which mild visual fatigue was reported by 19% of patients in the edof group, 9% of patients in the multifocal group, and 30% of patients in the monofocal group. Obvious visual fatigue but tolerable was reported by 3% of patients in the edof group, 5% of patients in the multifocal group, and 25% of patients in the monofocal group. Only one recipient in the multi group rated this experience as severely fatigue-inducing with various discomfort symptoms and was unable to tolerate it. The level of recipient¿s vico at standard near distance were also assessed in which mild visual fatigue was reported by 40% of patients in the edof group, 39% of patients in the multifocal group, and 41% of patients in the monofocal group. Obvious visual fatigue but tolerable was reported by 10% of patients in the edof group, 12% of patients in the multifocal group, and 36% of patients in the monofocal group. Intense visual fatigue that requires immediate cessation (treatment) was reported by 1% of patients in the multifocal group. This report is being submitted for zmb00 intraocular lens. Separate reports are being submitted for zxr00v and zcb00 lenses.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/information not provided. Section b3: date of event: unknown/information not provided. Section d4: model number: a complete model number is unknown, however it was mentioned as zmb00. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section e1: initial reporter, middle name: unknown/not provided. Section e1: initial reporter, phone number: unknown/not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as serial number was not provided. Section h6: health effect - clinical code: 2137- blurred vision- used to indicate blurred vision and poor near vision. Citation: wang, j., luo, j., yang, w., ren, r., xie, y., li, j., guan, h., & ji, m. (2024). Efficacy and comfort following the implantation of extended depth of focus, multifocal, and monofocal intraocular lenses in cataract patients. Bmc ophthalmology, 24(1), 423. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.